Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2024, at 2:50 pm, they were experiencing symptoms described as ¿not feeling well and woozy¿ and received blood glucose results of ¿27, 184 and 32 mg/dl¿ with the subject meter, performed within 20 minutes. The patient reported that just before 4:00 pm, they went to the emergency room (ER) where they received blood glucose results of ¿51 or 57 mg/dl¿ on the ER meter and were treated with intravenous glucose. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the same approved sample site was used for testing. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.